Manufacturer narrative:
This device remains implanted and has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker is suspected of behaving in a manner consistent with a premature battery depletion. The device was implanted 4 years ago, and at the last device check the remaining battery longevity was 2 years remaining. A technical service (ts) reviewed disk analysis, confirming that the device is exhibiting moderate acceleration in the rate of battery depletion. Ts recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.